Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose. The customer blood glucose level was 594 mg/dl at time of incident and current blood glucose was 167 mg/dl. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.